Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The erroneous results were reported outside of the laboratory to medical personnel treating the patient. The patient was tested after having a thyroid operation and the doctor expected results indicating hypothyroidism. (B)(4). The sample was initially tested on the e601 analyzer on (B)(6) 2018 and was later repeated on a beckman analyzer at a different site on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. The ft3 value measured by the customer could be duplicated. Investigations of the sample determined that it contained an interfering factor to a component of the ft3 assay. This limitation is covered in product labeling.